Event description:
On (B)(6) 2010, the lay user/patient in (B)(4) contacted lifescan (lfs) to report the one touch ultraeasy meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 2:00 pm the patient noted the reported meter would not power on after water and sand were allowed to intrude into the meter. The owner's booklet for this meter warns the user not to allow any fluids to enter the meter. At an unknown time afterwards, the patient experienced the symptoms of sweating and numbness in her arms and feet. The patient administered self-treatment with soda; she did not seek any medical attention. The meter, test strips and control solution were replaced. There was misuse of the product by allowing water and sand to intrude inside the meter. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter's power issue, and she received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.